Event description:
It was reported that the user experienced hyperglycemic episodes in the mornings and intermittent low glucose events while using the ilet system in conjunction with a dexcom g7 cgm, with a documented low of 63 mg/dl without symptoms treated with oral carbohydrate (half a soda) and a high of 204 mg/dl without symptoms. Symptoms included no reported clinical manifestations associated with the low or high glucose readings. Outcomes included user-performed corrective action with oral glucose and plans to compare cgm readings to fingerstick values to assess sensor accuracy before seeking clinical support for pump settings if needed. Investigation included user education and troubleshooting guidance to compare cgm and fingerstick measurements and to consider calibration support if discrepancies are found. Investigation of this case revealed that the cause of the hyperglycemia and hypoglycemia is unclear, with potential confounding from high physical activity and unverified cgm accuracy. It was concluded that a definitive device-related cause was not established, and the event is attributed to cause unclear for both hyperglycemia and hypoglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.